Manufacturer narrative:
Investigation completed 09/05/2017. The device history record for product ID 10244 lot code 151. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Service history: previous repairs. The weld has broken loose on the subassembly. Failure analysis to determine root cause confirmed complaint event. Device received with broken clamp. General maintenance needed. The most likely root cause is over tightening the clamp handle.

Event description:
Omni post when locked in position with the arm attached is moving on the post when the surgeon is working. No patient harm.